Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the asymptomatic patient presented to the hospital for a routine follow up. Upon interrogation, the pulse generator exhibited diagnostics anomaly. The device was explanted and replaced on (B)(6) 2014.